Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Additional information requested: attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: could you please give more information on what part of the device was damaged? Was the sleeve broken? Was the stopcock damaged? Was the reducer cap damaged? Was any separated part of the trocar? If yes did a piece of pieces fall into the patient? If yes, were they retrieved? If other part please specify was there any change to procedure? Was there any change to post op care of patient? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the device was broken. Another device was used to complete the surgery. Patient consequence was not reported. No additional information could be provided. This case is from the health authority.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2022. D4: batch # v9524n. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.